Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could reproduce the reported phenomenon. According to the evaluation, olympus repair center found the printed circuit board failure and video connector socket wear. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the printed circuit board failure and video connector socket wear. Aging deterioration may have caused the defect because 7 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. Olympus repair center could reproduce the reported phenomenon. Printed circuit board had a failure. The connection socket was worn. The pump system was defective and had difficulties start-up under pressure. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that error b30 (scope communication error) was displayed and the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.